Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, accumulation of fluid, and capsulitis (baker grade unknown).

Event description:
Patient representative reported patient started feeling severe pain due to accumulation of fluid and suspicion of a capsulitis on the left side. A MRI showed accumulation of fluid and rupture of the left device. The device has not been explanted. Left side.